Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon was reproduced. The ccd unit of the device was defective. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the ccd unit failure due to excessive stress on the camera head by customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.